Event description:
During subcutaneous abdominal injection needle separated from the syringe and remained in the pt's abdominal injection site. Bd safety glide needle 25g x 5/8". Lot # 4129937, exp: 04/30/2029.